Manufacturer narrative:
It was reported that during a total hip replacement procedure, the polarcup trial insert nav 22/59 broke into many pieces while being used. No injuries or surgical delays were reported. The procedure was finished, changing the surgical technique. The device, used in treatment, was returned for investigation. Upon visual inspection, the reported failure mode could be confirmed. 6 pieces were broken off the instrument. A review of the batch record showed no deviations from the standard manufacturing process. A review of the complaint history revealed no other complaint for the batch in question. The severity and the failure mode are covered through the smith & nephew risk management. No clinically sufficient data was provided, to perform a medical investigation. Furthermore, the IFU (no. 12.23, ed. 05/16) refers to the surgical technique for the correct handling of surgical instruments. The functionality of instruments should be checked and using damaged instruments may lead to early failure to implants. However, in this case it is unclear what may have caused the failure mode. To conclude, based on the performed investigations, the root cause of this failure could not be determined. No further actions are deemed necessary. Smith+nephew will continue to monitor this article for similar issues. The returned device will be discarded.

Event description:
It was reported that during a thr procedure the polarcup trial insert nav 22/59 broke into many pieces while being used. No injuries or surgical delays reported. Procedure was finished changing the surgical technique.